Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of metastatic bone lesions involved in kyphoplasty procedure. It was reported that during procedure, the cement was getting much thicker than usual and could barely push it out of the mixer. Cement was stored at proper temperature(s) before and during the procedure. Cement was mixed for 25 seconds. Cement was doughy and homogenous prior to delivery into the patient. No extravasation reported. There were no patient adverse events associated with the cement. Patient is alive and no injury.